Event description:
It was reported that deployment difficulty was experienced during the vena cava filter implant procedure. The physician inserted the filter carrier into the sheath and had difficulty locking the two together. As the carrier was turned to lock them in place, the lock would reverse itself as if air was forcing it back. It was flushed through the side port and as the physician injected through a 10 cc hep/saline syringe, the syringe clearly pushed back as air would. The syringe was changed and the procedure repeated with the same result. The physician was concerned about air in the pt's vena cava therefore a follow up cavagram was performed. The results showed that air was present in the pt's vena cava. The pt's current status was reported as "fine."